Manufacturer narrative:
Additional information will be added as it becomes available.

Event description:
(B)(4) - end user called, and stating that she is missing one of the leg supports for her 9670u transfer bench. She provided order (B)(4). Referred the end user to the dealer, so a replacement piece could be issued.